Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl and carbohydrates were consumed to address the low bg level. The customer stated that the bg drops lower than the target bg in the morning or during exercise. Tandem technical support advised the customer to discuss the event with a healthcare provider.